Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she was in an inpatient hospital and needed an MRI because she was having spasms and pain. The patient was requesting MRI compatibility guidelines. The patient didn¿t know if it was related to the pump. The patient stated that ¿there could be a leak, something with the pump, but no one really knows¿. The patient stated her spasms were getting worse. The onset of the pain was(B)(6) 2017, and the onset of the spasms was a couple/three months ago. The patient mentioned that the hospital also called for MRI guidelines. The patient stated that her hcp called and was denied the paging of a representative post-MRI. The patient was concerned. The MRI was going to be of the brain and spine to check for possible lesions in the spine. It was unknown if the MRI procedure was due to a problem with the device or therapy. It was unknown if the symptoms were related to the device or therapy. The patient reported the baclofen dose was 410 mcg/day, and the morphine dose was 0.82 mcg/day.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 2,000mcg/ml baclofen at 425mcg/day, and 4.0mg/ml morphine at 0.85mg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient was in the hospital and had spasms and pain and some chest tightness. The patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2017 and since then they've had the symptoms previously mentioned. The patient also was stiff. It was reported the patient's pump wad not checked post MRI. It was noted no alarms had occurred. It was reported that this was a sudden change of symptoms. No troubleshooting was possible due to the lack of a physician programmer. It was reported the hcp would try and contact a local manufacturer's representative to come and check the pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that additional medical history included chronic pain, muscle spasms (also noted as indications for intrathecal compounded baclofen use), and it was believed the patient had "psych issues." The previously reported indication of intractactable spasticity was located in the right upper extremity, bilateral lower extremities, and spine. Concomitant medications included aubagio (teriflunomide) 7 mg/day, flexeril (cycolbenzaprine hydrochloride) 5 mg 3x/day, hydrocortisone 10 mg at 9 am and 5 mg at 9 pm, diovan hctz (valsartan/hydrochlorothiazide 160mg/125mg, ipratroium 0.06% 2 sprays nasally 3x/day, klonopin (clonazepam) 0.5 mg, lamotrigine 100 mg/day, lipitor (atorvastatin) 10 mg, neurontin (gabapentin) 600 mg 4x/day, oxycodone5 mg every 6 hours as needed, and tramadol 50 mg 3x/day. It was noted that the "chest tightness" resolved on (B)(6) 2017, and the "pain and spasms" were "controlled."